Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/ problems, recurrence, bleeding and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2011, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013 and (B)(6) 2013. Mesh was explanted on unspecified date due to exposed sub-vaginal mesh and erosion.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent excision of mesh and cystoscopy on (B)(6) 2007 due to sui along with erosion of mesh in the vagina. No additional information was provided.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.